Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The 90% stenosed lesion being treated was located in the non-calcified and moderately tortuous left anterior descending (lad) artery. The physician deployed a 3.0x24mm non-bsc stent in the mid lad, then advanced a non-bsc guide wire to second diagonal of the lad. The physician then implanted a 2.50x20mm promus element stent in the distal lad. The stent was post dilated with a non-bsc balloon catheter at 6atms. An unknown guide catheter was deeply engaged. The physician attempted to remove the non-bsc guide wire, however, it became stuck in the two stents and a vessel dissection occurred at the left main trunk. A non-bsc stent was implanted to treat the dissection and the non-bsc guide wire fractured. The patient was taken to surgery. No further patient complications were reported and the patient's current status is good.